Event description:
Complainant alleged that during biomed testing, the device self charged when attached to paddles. Complainant indicated that there was no patient involvement in the reported malfunction. The customer isolated the reported problem to the paddles.